Event description:
The customer reported allegation of noise in the image was found during pre-use inspection. Its unknown how the customer cleaned the nozzle that was found to be clogged during device evaluation, what cleaning solution was used or when the nozzle was last replaced. Additionally, the customer does not own an olympus cleaning/disinfecting device, so its unknown how the scope was cleaned at the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the user facility, refer to b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to identify a definite root cause. ¿ large amounts of foreign material adhered to the opening space at the air/water nozzle. ¿ as a result of conducting component analysis of the material clogged in the air/water nozzle, silicon was identified. Although the material was found to have included silicon (example of possibilities would be medical agent such as antifoam agent and anti-fog agent for lenses), the investigation was unable to identify the origin of the material. ¿ furthermore, the investigation could not determine the cause of the material remaining in the nozzle as sufficient information could not be obtained from the user facility regarding the reprocessing being performed. However, it is likely the material was residual medical agent that was dried and then adhered in the nozzle due to an insufficient cleaning. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation also found missing adhesive on the bending section cover, the bending angle and the angle knob were both out of specification due to elongation of the angle wire, the object lens and the control body were both discolored, the up/down knob was missing and scratches were found throughout the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer, there was noise on the image for the evis lucera elite colonovideoscope. The intended procedure was diagnostic. During inspection and testing of the returned device, foreign object was found inside the nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.